Manufacturer narrative:
Updated data: b2. The event was changed from a serious injury to a death report. B5. Additional information was received that the stroke was due to embolized calcium. The embolism could not be treated with an embolectomy due to the distal location within the middle cerebral artery. Medical treatment and transfer to rehabilitation center occurred. Three weeks later the patient died as a result of the permanent impairment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: b5: additional information was received which clarified that valve, (B)(6), had been the valve initially placed too high and was re positioned. This valve was also the valve that had dislodged after deployment and had been snared but remained implanted and revised with a non-medtronic valve. As reported, the valve outflow struts dissected the wall of the ascending aorta while snaring the valve up. No additional adverse patient effects were reported. D4, g1, h6 method code, and the investigation conclusion was updated as captured below: conclusion: a device history record (DHR) review found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event did not indicate a device malfunction. Potential factors that could influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event did not allege a device malfunction occurred. After the valve dislodged up the native annulus, the valve was snared into the ascending aorta near the brachiocephalic trunk. A non-medtronic valve was then implanted. Then on the day of implant a dissection was revealed with a flap over 4cm in the ascending aorta, extending to the origin of the right brachiocephalic trunk. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. In this case, it was reported that a decision was made to snare the first valve up into the ascending aorta near the brachiocephalic trunk; though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ this indicated that the probable cause for the reported dissection was most probably due to the user snaring the valve. It was also reported that a new infarct embolic stroke occurred. A variety of factors could influence the onset of stroke, and a conclusive cause could not be determined from the information available. Additional information provided stated that the stroke occurred due to embolized calcium. However, what caused the embolized calcium, and if the snaring of the valve may have played a role in the calcium embolization could not be determined. Strokes are also a known potential adverse effect per the IFU. After medical treatment and transfer to a rehabilitation center, three weeks later, the patient died. The report of patient death at three weeks post-implant was ascertained as being related to the procedure. As neither an autopsy nor an explant were reported as being performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was not required as the event did not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. After the valve dislodged up the native annulus, a decision was made to snare the valve into the ascending aorta near the brachiocephalic trunk. Use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Per the IFU, once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. It was also reported that a new infarct embolic stroke occurred. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the information available. Stroke is a known potential adverse effect per the IFU. This event does not indicate device malfunction. Updated h6 - eval code conclusion (fdc). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon assessment of the first deployment, the valve was positioned high. The valve was recaptured within the delivery catheter system, repositioned, and fully deployed. A few minutes after full deployment, the valve frame dislodged up the native annulus. Snares were inserted, from the right radial artery and the left femoral artery, and used to position the valve in the ascending aorta near the brachiocephalic trunk where it remained. Ultimately, a second transcatheter valve (non-medtronic) was successfully implanted. Following the valve implant procedure, the patient presented with neurological, stroke-like symptoms including hemiplegia, dysphasia, and aphasia. Computed tomography of the head confirmed a new embolic cerebral infarct. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.